Event description:
The facility representative reported a flo-gard infusion pump with a "broken cap". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with ?broken cap? Was confirmed and duplicated by baxter service personnel. The root cause was determined to be a broken pump head door and missing door latch. The device was returned to the customer unrepaired. Should additional information be received, a follow-up medwatch will be submitted.